Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between the dates of 10/29/2013 and 10/30/2013. The device was received for evaluation. A batch review was conducted and there was no deviations found related to this reported condition during the manufacture of this lot. Visual and microscopic inspection were performed and black particulate matter was noted embedded in the material of the stress-member component. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed to have a black mark on the filter after compounding with vancomycin. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.